Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effects reported in the article are captured under a separate medwatch report. Summarized patient outcomes/complications of amulet occluder were reported in a research article in a subject population with unknown co-morbidities. Some of the complications reported were stroke, transient ischemic attack, embolism, pericardial effusion, thrombus and residual shunt. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
The article, "safety and efficacy of percutaneous left atrial appendage closure without preprocedural imaging", was reviewed. The article presented a prospective, single center study at reporting outcomes of patients undergoing left atrial appendage closure (laac) without preprocedural transesophageal echocardiography (toe) or computed tomography (CT) imaging assessment. Devices included in the study were watchman 2.5, watchman flx, amplatzer amulet, and unknown. The article concluded that the field of laac is rapidly transitioning from toe guidance to 3 days intracardiac echocardiography (ice) guidance. This approach avoids general anesthesia, but the possibility to avoid preprocedural imaging using this guidance necessitates future research. The feasibility, safety, and effectiveness of a streamlined pathway for percutaneous laac opens the door to the idea that in selected, highly experienced centers, the procedures could be performed on an outpatient basis with a single-day hospitalization. [The primary and corresponding author was marco barbanti, università degli studi di enna ¿kore¿; piazza dell¿università, 94100 enna, italy, with corresponding email mbarbanti83@gmail.com]. The time frame of the study was from january 2016 to january 2023. A total of 227 patients were included in the study, of which 18 (8.1%) received an abbott device. The average age was 76 years and the majority gender was male. Comorbidities were not reported.